Event description:
Blood glucose device battery compartment is melted. Reporter stated there was no damage to staff or property. Reporter indicated cleans device with water; however was unsure when last cleaned. A request was made for the return of the suspect device and replacement product was sent.